Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings and a motor error alarm from the insulin pump. The customer's blood glucose reading was 400-500 mg/dl. The customer treated the high blood glucose readings with syringes. The customer stated that he received no delivery and motor errors during bolus. The customer stated that the no delivery alarm occurred first then the motor error occurred next. The customer stated that he was unable to complete the pump rewind. The customer was advised that a false motor error may be caused by viewing sensor glucose graph while pump is delivering a bolus. The customer stated that there was more than one motor position encoder error in the last 30 days. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.